Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a medium sized air bubble in the luer lock. The customer was able to remove the air bubble through priming using the fill tubing feature. The customer's blood glucose level was not impacted.